Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. The iliac arteries were small, measuring 6-7 mm in diameter, severely calcified, and moderately tortuous. It was reported that the endurant delivery system could not be inserted due to the calcification. The access vessels were angioplastied, and then a 20 fr. Dilator was able to be inserted; however, the delivery system still could not be advanced. The first endurant device was removed, and the access vessels were further dilated with a larger dilator. Another endurant delivery system was able to be inserted and successfully implanted; however, a proximal type I endoleak was evident. No intervention was done, and the decision was made to monitor the patient. No clinical sequelae were reported, and the patient is fine. Evaluation summary: the first delivery system has been received by medtronic, and the evaluation has been completed. The device was bloody. The stent graft was still loaded in place. There was a severe kink on the sheath at 14cm and minor kinks at 20.3 and 22.3cm from the edge of the graft cover. The complaint was confirmed. A severe kink was found on the sheath. There were no manufacturing issues identified. The cause of the complaint are most likely due to the patient's vessel morphology.

Manufacturer narrative:
(B)(4). Evaluation, results: (kink), results and conclusions: (narrow, severely calcified, and moderately tortuous access vessels).